Event description:
Information received indicated the bed functions are not working while on battery power. The battery led displayed a charged battery.

Manufacturer narrative:
The hill-rom technician replaced the battery to resolve the issue.